Event description:
It was reported that that the patients implantable pulse generator (ipg) felt warm to touch even if it was off and not charging. It was also noted that the patient experienced pain surrounding around the ipg site and in the left buttock, left low back and thigh. Medical intervention was provided.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.